Event description:
Crack in catheter, pt death. "On (B)(6) 2013, pt was admitted to the ER for elevated blood calcium. Pt was transferred to the cardiac observation unit. Over the next few days, he experienced low blood pressure and pain. He was also being worked up for a lung mass. On (B)(6) 2013, he began having episodes of wheezing and kidney problems. He was transferred to the medical ICU on (B)(6) 2013, was sedated and intubated. Whenever he was taken off sedation, his neurological status was assessed as normal. While at the bedside, the md placed a dialysis catheter and hemodialysis was started. On (B)(6) 2012, the dialysis catheter was removed and replaced with a niagara dialysis catheter in pt right femoral vein. On (B)(6) 2013, the nursing staff performed a dressing change and noticed blood was leaking out of the dialysis catheter. The nurse applied pressure but pt continued to bleed. Eventually the pt was surrounded by pool of blood. Despite interventions, including applying pressure at the site of the catheter, pt's blood pressure dropped to 39/20s on maximum doses of levophed and vasopressin (IV drugs that support blood pressure). His blood pressure remained critically low and he continued to bleed out. After a while, pt's heart went into atrial fibrillation, beating about 160 to 180 times per min. His dialysis was disconnected and hospital staff attempted to flush normal saline through its catheter and it was noted to be pooling from the femoral site. The nurse noticed that the normal saline was not infusion and pt's hands were cold. A code sheet was started and the trauma team was called. The trauma surgery team discovered a crack in the side of the dialysis catheter and removed it, after which point, pressure was applied for 5-10 mins and the bleeding stopped. According to the medical records, an unusual event report was done for the cracked niagara dialysis catheter. During pt's episode of profuse bleeding, he required four units of blood, 2 units of plasma, and one unit of platelets in roughly 30 mins. Despite the blood and platelet transfusions, later that day, his lab values reveal that his platelets were critical. After the bleed, pt was assessed as having a dramatic mental and physical status change. He was unresponsive to voice. This time, when sedation was removed, he was minimally responsive. He rarely moved his hands and head. Blood secretions started coming out of his breathing tube. He experienced fever. The next day, (B)(6) 2013, a dark brown thin liquid began coming out of pt's mouth. A large amount of dark coffee ground/blood secretions were suctions from his breathing tube. He started paroxysmal breathing and using his abdominal muscles to breath. On (B)(6) 2013, he expired.

Manufacturer narrative:
The device has not been returned to the MFR for eval. A lot history review (lhr) review is not possible, as no mfg lot number has been provided by the complainant.